Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that patient faced infusions set leakage in tube event on (B)(6) 2024. Infusion set has been used for few hours. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.